Manufacturer narrative:
Updated manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted epc log file contained data spanning from timestamp day 147 hour 23 minute 35 through day 156 hour 4 minute 24. The log file captured 5 pump stops on days 153 and 156 while the patient was supported by the power module. The pump stops were accompanied by low speed events as low as 0 rpm. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of (B)(6). No other atypical events were captured. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing, and 9¿ and 25¿ distal portions were returned in for evaluation. The flex section was cut midway prior to return, and the proximal end was not returned. The inlet tube was not returned. The distal end of the flex section was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned attached to the pump. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The bend relief was sliced down its length, and the outflow graft was protruding from the slice. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Rescue tape was observed approximately 2¿ through 4¿ from the metal connector, and the jacket was unremarkable underneath. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 2.5¿ from the pump housing, as well as throughout the length of the driveline. Areas of more severe breakdown were observed approximately 2¿ through 4¿ from the metal connector. Microscopic and visual inspection of the wires revealed a breach in the insulation of the red wire approximately 2.5¿ from the pump housing and a breach in the orange wire 6.5¿ from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the red and orange wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches of the red and orange wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 05feb2018. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had two pump offs on (B)(6) 2021, since then the patient has been on battery support. The patient came back to the hospital on (B)(6) 2021. The patient had a red heart alarm while the engineer was checking the patient's history. The log file that was reviewed contained multiple pump stops. The patient was noted to be asymptomatic. The controller was also exchanged due to a strange noise coming from the controller. The patient was instructed to remain on battery power support. The patient had a planned pump exchange to a heartmate 3 for (B)(6) 2021.

Event description:
Related manufacturer report number 2916596-2021-00150.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted epc log file contained data spanning from timestamp day 147 hour 23 minute 35 through day 156 hour 4 minute 24. The log file captured 5 pump stops on days 153 and 156 while the patient was supported by the power module. The pump stops were accompanied by low speed events as low as 0 rpm. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of (B)(6). No other atypical events were captured. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing, and 9¿ and 25¿ distal portions were returned in for evaluation. The flex section was cut midway prior to return, and the proximal end was not returned. The inlet tube was not returned. The distal end of the flex section was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned attached to the pump. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The bend relief was sliced down its length, and the outflow graft was protruding from the slice. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Rescue tape was observed approximately 2¿ through 4¿ from the metal connector, and the jacket was unremarkable underneath. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 2.5¿ from the pump housing, as well as throughout the length of the driveline. Areas of more severe breakdown were observed approximately 2¿ through 4¿ from the metal connector. Microscopic and visual inspection of the wires revealed a breach in the insulation of the red wire approximately 2.5¿ from the pump housing and a breach in the orange wire 6.5¿ from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the red and orange wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches of the red and orange wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.